Manufacturer narrative:
The reason for this revision surgery was a failed hemi arthoplasty. The length of in vivo service was 10.6 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. (B)(4). The surgeon reported no issues associated with the explanted product and provided no information that definitively described the root cause or reason of the failed arthoplasty. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - due to a failed hemi arthroplasty, the surgeon converted to a reverse shoulder prosthesis. (B)(4).